Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13108. The patient reported she was not able to communicate with her ipg and she experienced heating while recharging. She also stated the ipg moves and causes what she describes as "spasms" and "electrical firings" in her back. No further information is available at this time. Follow-up pending.

Manufacturer narrative:
Correction # 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.